Manufacturer narrative:
(B)(4). One used set was received with no cap on spike and no cap on patient connector in reference to the leak. Set was tested underwater at 8 psi with leak noted from cut approximately 2 inches from sleeve in closed position. This complaint for a leak was confirmed in the lab. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
A customer contacted baxter to report that a leakage was found on the tubing. The set had been used for 150 days. There was no patient injury or medical intervention.